Event description:
Balloon rupture at 2 atm.

Manufacturer narrative:
An ideflatore was used - balloon ruptured with a clean logitudinal burst at 2 atms. Catheter is rated for 3 atms, catheter was removed and second catheter used without incident. Everything is ok with patient according to dr. Two catheters were tested from this balloon tubing lot (th-5745 and th-5917) and both balloon burst at 6.0atm's - above the rated burst. Catheter will be replaced through wo # 7573.